Manufacturer narrative:
Investigation of the device revealed that the coil of the guidewire was broken at immediately adjacent to the middle soldering, coiling was deformed, but the guidewire was entire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. With the obtained information, it is deemed that the guidewire distal section was trapped in the target lesion when advancement was attempted with continuous rotational manipulation, resulting the accumulation of rotational force to the coil, deformation and breakage of coil wire due to the force exceeding the product design limit. Warning section of the IFU describes; when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degree) in the same direction.

Event description:
Reportedly, the subject guidewire was advanced to the heavily calcified cto lesion at posterior tibial artery, however failed, physician noticed on the monitor screen that the coil of the guidewire was broken. Guidewire was taken out from the patient body without issue, there was no impact to the patient and the procedure.

Manufacturer narrative:
(B)(4)